Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 23jan2019. The FDA registration number used in the original report dated 30nov2018 was incorrect. Please reference MFR# 2032640-2018-00023.

Event description:
The customer is requesting support for a unit that is failing "test 9-gas volume accuracy" no patient harm reported. The event date was not specified; estimate used.